Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: adjacent level disease type of procedure: redo lumbar arthrodesis it was reported that on (B)(6) 2018, post-op, the patient presented with back pain. On performing x-ray evaluation, the sacral screw was found broken. The screws still remain implanted in the patient. No revision surgery has been performed yet.

Manufacturer narrative:
X-ray review result: post-op x-rays for l2-s1 fusion were provided. One of the sacral screws is fractured. Fusion status is unknown. There appears to be a connector/rod system from the lumbar to the sacral levels which may have contributed to the fracture of the screw. If information is provided in the future, a supplemental report will be issued.